Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her fitbit might be interfering with the device. Device meter would read customer's blood glucose as 509 mg/dl. Customer's blood glucose would go back to normal when fitbit was removed. Customer declined troubleshooting. Customer will not be returning the device for analysis.